Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t10 and t12. A few hours post procedure, patient had "drop-foot syndrome in right leg". CT scan was performed immediately and showed no signs of bone cement leakage posterior towards neural canal, edema, or hematoma. A neurosurgeon was consulted. Reportedly, patient received corticoids, vitamin b and physiotherapy. Patient had no improvements in the following weeks. MRI and emg were performed on (B)(6), 2011. Patient was admitted to a specialized rehab clinic. Follow-up emg is planned for end of (B)(6) 2011. No further information was reported.

Manufacturer narrative:
Follow-up with company representative.